Event description:
It was reported that the ring was explanted after an implant duration of approximately 21 years due to mitral regurgitation and insufficiency. Per the operative report, the patient was diagnosed with proximal right coronary artery disease. Her mitral valve was intact; however, there was prolapse of both leaflets that were beyond repair and the previous classic carpentier-edwards ring was removed. The annulus was sized and it was found to be appropriate for a #25 edwards magna mitral pericardial tissue bioprosthesis. At the end of the procedure, the transesophageal echocardiography demonstrated excellent seating of the valve and no paravalvular leaks.

Manufacturer narrative:
It was reported that the annuloplasty ring was explanted due to regurgitation with leaflet prolapse. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. This ring was successfully implanted for approximately 21 years. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed without the sample device and with the available information.